Event description:
It was reported that the user¿s ilet bionic pancreas stopped displaying dexcom g7 continuous glucose monitor (cgm) glucose readings while the dexcom mobile app continued to show values; readings resumed on the pump after toggling the cgm type setting, restarting the pump, and re-entering the pairing code. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of cgm data display on the ilet with no medical intervention or hospitalization. User support included troubleshooting and device setting review. Investigation of this case revealed a communication or integration issue between the ilet and the g7 sensor consistent with an intermittent communication interruption between the ilet and the sensor, which resolved after a device restart and reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was a transient device-software communication issue.